Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that there was a hole in the hose near the muffler and a hole in zone 3. It was further observed that the loctite assessment failed for the modified set screw and the rotational speed test was below the minimum rotations per minute (rpms) at 90 psi. It was determined that the device failed rotational speed and the hose verification. During service/repair, it was determined that the vanes were worn and the hole near the muffler was consistent with manufacturing issues with the assembly tooling. It was determined that the hole in zone 3 was consistent with mishandling and the loctite and rotational speed failures were due to normal wear over time. It was determined that the issues were consistent with normal wear and mishandling. The assignable root cause was determined to be due to normal wear out from use and user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning it was discovered that the hose of the motor device had a hole in it. During in-house engineering evaluation, it was observed that the rotational speed test was below the minimum rotations per minute (rpms) at 90 psi and the device failed rotational speed and hose verification. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device evaluation update: upon further review of the device investigation, it was determined that the statement indicating that the hole near the muffler was consistent with manufacturing issues with the assembly tooling. It was determined that the hole in zone 3 was consistent with mishandling and the loctite and rotational speed failures were due to normal wear over time¿ was incorrect in the initial report. The statement has been updated to the following: during service/repair, it was determined that the vanes were worn due to normal wear. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerted extreme force on the hose during cleaning or use (user error). The loctite and rotational speed failures were due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.